Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous artery right below the knee. The 2.5mm x 20mm sterling es pta balloon dilatation catheter was selected and advanced to treat the target lesion; the balloon ruptured at 6 atms on the first inflation. The balloon catheter was removed from the patient intact. The procedure was completed successfully with a different device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: the sterling es monorail (mr) balloon catheter was returned with dried blood and contrast on the outer surfaces of the device. Visual and tactile examination of the proximal hub and shaft revealed no damage or irregularities. Microscopic examination of the distal end of the catheter revealed a longitudinal tear in the balloon wall. The tear was approximately 5mm long. Magnified examination of the balloon material at the edges of the tear revealed no indication of an initiation point or any material or manufacturing deficiencies that could have contributed to the formation of the tear. Examination of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. Vascular access was obtained through the femoral artery. The 99% stenosed and de novo lesion was located in the severely calcified and severely tortuous artery right below the knee. The 2.5mm x 20mm sterling es pta balloon dilatation catheter was selected and advanced to treat the target lesion; the balloon ruptured at 6 atms on the first inflation. The balloon catheter was removed from the patient intact. The procedure was completed successfully with a different device. No patient complication was reported and the patient's status is good.

Manufacturer narrative:
(B)(4)